Event description:
Translated from danish using google translate: "pt had a disposable manipulator sitting up in it vagina and uterus. Well into the operation will the doctor discovers that it is broken. When the manipulator is broken is unknown. The manipulator is broken in that it small rod that goes up through the cervix and into the uterus has come off the rod itself - and is sitting thus stuck up in the uterus. Fortunately, sitting there are two hoses attached to the rod which stick out of the vagina + you can see the base of the rod. This is a manufacturing error the manipulator."

Manufacturer narrative:
Investigation description: a DHR review was performed and no ncrs were found to be initiated for lot# 230245 risk assessment: per fmea-00125 [a] the complaint may be associated with the following potential failure mode: potential failure mode: pull out test results in exposure of the stainless steel shaft. Harm 1: delayed procedure severity: 1 potential cause: lack of attention, operator not followed instructions, inadequate manufacturing instructions. Probability of occurrence of harm: 1 risk region: acceptable harm 2: laceration severity: 3 potential cause: lack of attention, operator not followed instructions, inadequate manufacturing instructions. Probability of occurrence of harm: 1 risk region: acceptable harm 3: perforation severity: 4 potential cause: lack of attention, operator not followed instructions, inadequate manufacturing instructions. Probability of occurrence of harm: 1 risk region: monitor harm 4: perforation vessel severity: 4 potential cause: lack of attention, operator not followed instructions, inadequate manufacturing instructions. Probability of occurrence of harm: 1 risk region: monitor root cause analysis a root cause could not be determined because the device was not returned for evaluation. User error and device malfunction cannot be ruled out as potential root causes.